Event description:
Our affiliate is reporting to us that during an arthroscopic rc repair, there were a series of events that led to the surgeon reverting to an open procedure for remedy which added 1 hour to the surgery. The surgeon was using healix anchors for fixation and an expressew for suture passing. The suture of the 3 healix anchors broke whilst the surgeon was applying tension to them. At first the surgeon thought that the expressew needle may have been nicking the suture and causing the breaks, however, upon close exam, it was noted that the breaks in the suture were not in the area that had come into contact with the expressew. They stated that the surgeon did not apply any undue tension to the sutures. The surgeon was only able to use a few strands of suture to fixate; considered this to be unsatisfactory for remedy. The surgeon attempted to clear out the sutureless anchors in the hopes of reusing the bone holes; this was not able to be done. The surgeon sought out other real estate in the neighboring in area for a bone hold to accommodate a 4th healix anchor, however, this failed, the anchor/suture broke. At this point the surgeon went to an open procedure and completed the repair using "transosseus sutures" for remedy. See also associated mdrs 1221934-2010-00376, 1221934-2010-00377, and 1221934-2010-00378.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.